Event description:
The lay user/patient contacted lifescan alleging that the product was having the following power related issue: unit powers off during use, which was unresolved with troubleshooting. There was no allegations of harm or injury.